Event description:
Customer's mother reported via phone call, the b button on the insulin pump wasn't responding. Customer's blood glucose was 262 mg/dl, but current was 470 mg/dl. Customer's mother stated the customer dropped the device and didn't know the full details as she wasn't with the customer. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to unlocked connector at lcd board. The device had cracked case at display window corners, cracked display window, cracked battery tube threads, and minor scratches on the lcd window.